Event description:
Invalid result (s). Customer stated that they performed the test procedure correctly, but that their entire results window turned red. Questioned caller about their test procedure, but caller was unable to recall how they had dispensed their drops, so unable to determine if user error. Caller has disposed of package and all contents, so unable to get lot #, expiration date, or photo of results.